Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after placing the lead in the right atrial appendage, the lead was tested with a psa at multiple sites. However, capture failure (even with the maximum output of the psa), sensing failure and impedances above 2000 ohms were noted relative to the subject atrial lead at any of the sites. These results were not improved by ensuring a proper connection of the alligator clips, replacement of the alligator clips and the psa cable, and a direct connection between the alligator clips and the psa. Due to these issues the subject lead was replaced.

Event description:
Reportedly, after placing the lead in the right atrial appendage, the lead was tested with a psa at multiple sites. However, capture failure (even with the maximum output of the psa), sensing failure and impedances above 2000 ohms were noted relative to the subject atrial lead at any of the sites. These results were not improved by ensuring a proper connection of the alligator clips, replacement of the alligator clips and the psa cable, and a direct connection between the alligator clips and the psa. Due to these issues the subject lead was replaced.